Event description:
Was implanted with essure in 2005, chronic pain in left lower quadrant until 2009, exploratory laparoscopy revealed adhesions on left bowel. This most indicated to be caused by problems with insertion of device on left fallopian tube. (Inserting physician could not get the coil in smoothly and had to sedate me). Since then, have continued to have pain on this side, severe bloating, cysts on left ovary, no doctor willing to do essure removal in my area. Recently found a doctor who will remove coils via hysterectomy. Have experienced a multitude of other side effects and even developed autoimmune disorder after placement of essure. Allergist confirmed nickel allergy. No nickel test was done prior to insertion.